Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2018-07290; reference MFR. Report# 1627487-2018-07382. It was reported the patient experienced pain at the ipg pocket site. Surgical intervention was undertaken on (B)(6) 2018 wherein the physician cleaned the pocket site and buried the extension deeper which resolved the issue.